Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The pump was received with a cracked battery tube threads, a scratched case, a cracked reservoir tube lip, a stained keypad overlay, a pillowing keypad overlay, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test or battery failed alert, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, power loss alarm was recorded and found in the formatted history file on (B)(6) 2021 10:26:06.000 alarmalertnotification, (B)(6) 2021 10:26:16.000 alarmalertnotification and (B)(6) 2021 10:26:29.000 alarmalertcleared. Also, multiple failed batt/battery failed alarm was also recorded and found in the formatted history file on: (B)(6) 2021. Upon checking on the long trace file, failed batt test or battery failed alert was expected due to customer inserting low/depleted battery. During visual inspection, a corroded battery tube was found. No loose electronic components noted. However, corrosion was also found on the electronic assembly, motor and vibrator assembly.

Event description:
Information received by medtronic indicated that the insulin pump was vibrating and had battery failed alarm and also insulin pump had a crack on the battery area. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.